Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited erroring and displayed 4 triangles, with errors code 41622 and 1003, and had two tone beeping. It was reported that the pharmacist had the patient turn off the pump, open the battery door, and the pump was not currently plugged in, and then restarted and the beeping stopped. According to the report, the pump errors out generally after about 15 minutes of use. Subsequently, the pump was replaced. No patient injury reported.